Event description:
During a scanning process, the pt was positioned supine head first in a philips intera 1.5t achieva nova dual system. A sense (B)(4) 1.5t coil in combination with a sense spine coil 1.5t 15ch were used to perform a scanning process. After the examination, a second degree burn of 1.5 centimeters was observed on the right elbow of the pt. Based on customer complaint description burn location matches with a possible contact between the skin and the bazooka filter of the sense (B)(4) coil system cable.

Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow up report will be sent to FDA.